Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed a scratch on the lens. Functional testing involved operating the pump in simulated use and showed the device displayed lec 1260 on power up; the pump had constant alarm 1260 and would not run. The micro-processor board was replaced to address the issue. Based on evidence and investigation, the complaint allegation of error code 1260 was confirmed. The problem source is listed as unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error code 1260. No known adverse effects to patient.